Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. The image disappeared during angulation but returned. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the rigid tube, operation part, grip, right/left lever, up/down plate, right/left plate, universal cord, video connector, and light guide cover glass due to external factors. The light guide connector and video connector case may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition endoeye laparo-thoraco videoscope presented a color bar/no image. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the color bar appearing likely occurred due to a defect of the image sensor unit, failure of the internal board of video connector or a system issue. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. The image disappeared during angulation but returned. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the rigid tube, operation part, grip, right/left lever, up/down plate, right/left plate, universal cord, video connector, and light guide cover glass due to external factors. The light guide connector and video connector case may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition endoeye laparo-thoraco videoscope presented a color bar/no image. No patient harm reported.